Event description:
It was reported the rigid video laparoscope exhibited image foggy. The issue occurred during maintenance . There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6).